Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The explanted device underwent visual inspection and no issues were found with the device during visual inspection. As indicated by customer when reported the issue, the device was not considered as the cause for the infection but had to be removed as a consequence of an infection that spread to the device.

Event description:
The patient had an eye infection, that did not start with the tube but spread to the tube resulting in the tube needing to be removed.